Manufacturer narrative:
Approximate age of device 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2018. It was reported that the patient's log files were sent for review. The clinicians were trying to establish the sequence of events in regards to flow dropping. Upon review of log file low flow events were captured on (B)(6) 2018. These occur when the set speed was lowered to 4000 rpm. Alarm description: hazard. It was reported through patient outcome that the patient was expired on (B)(6) 2018 due to multi organ system failure. The device will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
The device was not available for evaluation. A correlation between the device and the patient outcome could not be conclusively determined. Decreased flow was confirmed through log file evaluation. The system controller event log file captured data from (B)(6) 2018. The fixed speed was initially set to 5300rpm and the low speed limit to 5100rpm. Both were decreased to 4000rpm and 4900rpm respectively. Low flow events were captured due to the calculated flow falling below the low flow threshold of 2.5lpm, and corresponded to the fixed speed being lowered to as low as 4000pm. The low flow resolved after the fixed speed was increased to 5100pm. The heartmate 3 instructions for use (IFU) explains that an echocardiogram should be utilized to identify the optimal speed for the patient. The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information is available. The manufacturer is closing the file on this event.